Event description:
It was reported that a spectrum pump had a keypad that was not working. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed all of the keys except for the 1st and 2nd soft keys to be inoperable. Evaluation found an automatic output of the 4th soft key caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.